Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient experienced difficulty reading fine print and spots in 'ora'. The lens was exchanged approximately three months following the initial implant. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. Information was provided that anisometropia was the clinical reason given for the explant. It was also provided that the 22.0 diopter lens was replaced with a 23.5 diopter lens. (B)(4).